Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, at second inflation, it was noted that the balloon ruptured at 10atm. The balloon was removed as usual from the patient's body without any problem and the procedure was completed with another of the same device. No complications were reported and there was no problem with the patient's condition post procedure.